Event description:
Event description cpi received information that this transvenous defibrillation lead exhibited oversensing and noise due to insulation damage. This lead was removed and a new implantable cardioverter defibrillator and lead system were implanted. The heart was perforated during the explant procedure.